Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate, and the battery gauge was fluctuating. Additionally, it was reported that the customer's pump takes multiple tries to register the cartridge. There was no reported impact to customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.